Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999 the patient underwent a primary left l4-l5 spinal root decompression. In 2000, the patient presented with "increased back pain and increased left leg pain". The investigator noted the event as moderate intensity. The physician ordered an MRI which was negative and prescribed anti-inflammatories (unspecified) as treatment for the conditions. The conditions were reported resolved with treatment in 02/2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated as possible causes for the event.